Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, all three batteries, mechanism rails, and the linkage assembly. Additionally, cracks were observed in both the top and bottom housing. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and low battery voltages. It could not be determined if fluid also entered the device through the cracks in the top and bottom housing, as it could not be determined when or how these cracks occurred. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the doctor told them to take a shot from syringe. The device was originally reported for a pod hazard alarming during operation.